Event description:
The inferior attachment system failed to deploy while implanting a tube into a bifurcated graft. A fem-fem graft was placed. The graft frame was unable to achieve a seal. A stent implantation was necessary to achieve a seal.